Event description:
Information was received from a manufacturer representative regarding a patient who received an unknown drug in an implantable pump for non-malignant pain and failed back surgery syndrome. The reporter believed the empty pump reservoir alarm occurred, but had not yet interrogated the pump. The patient had been without drug for some time and was not using the infusion system anymore (unknown date, 2016). The patient was discharged from their previous physician and had not found another managing physician. The patient was currently in the hospital for an unknown reason. The patient went through withdrawals. The hospital provided oral medication to manage pain. The hcp in the hospital wanted the pump stopped. The hospital did not plan on refilling the pump. No further actions were taken and the issue was not resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient was receiving intrathecal dilaudid (unknown concentration and dose) via their implanted pump. The reporter thought it was "100%." The pump was alarming and the critical alarm was described. The patient's pump ran out two months ago ((B)(6) 2016). The pump was alarming every ten minutes and the company representative (rep) had to turn off the alarm. The patient went through withdrawal in (B)(6) 2016 after the pump ran out. The patient did not have a healthcare provider (hcp) as he moved away and physician listings were sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.